Manufacturer narrative:
The device was returned to the manufacturer and samples of the fluid were taken for further analysis. The device was repaired and returned to the customer. This report will be updated when the quality investigation is completed.

Event description:
It was reported that the device was leaking an undescribed fluid. It is unk, if there was pt involvement or adverse consequences at this time. Attempts are being made to collect additional info from the account.